Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive act buttons due to corroded keypad traces and flattened dome switch. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and minor scratches on lcd window. The insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was stuck on an button error alarm. Customer's blood glucose was 104 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.